Manufacturer narrative:
Siemens has conducted a thorough investigation of the report issue. In accordance with iec60601-1 standards, the gap in the table top was below 8mm and the table was operating within specifications. No abnormality or technical defects were found.

Event description:
Siemens was informed on (B)(6) 2015 that after the CT scan the patient was being moved out of the gantry when their finger became caught between the table and the table base. The patient's finger was assessed by the physician and it was determined that the finger was fractured. The patient received treatment and the finger was set in a splint. There is no other information available regarding the patient's status. This reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) 2015 and this MDR is being mailed on (B)(6) 2015. Investigation is ongoing and a supplemental report will be submitted upon completion.